Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 2 instances of blank screen failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 76 allegations of a malfunction, 51 pumps were returned to animas and investigated. Of the investigated pumps, 12 were found to be malfunctioning due to damaged display screen and eeprom failures. During investigation for unrelated complaints, there were 6 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 76 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-74 years of age and between 45 and 260 pounds. Of the reported patients, 38 were male, 37 were female, and 1 was unknown.